Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. Patient described the area as sores under left side electrode and under back te pad. The patient¿s home health nurse treated the infection with anti-fungal cream. Outcome of the infection is unknown.